Event description:
Procedure: somnoplasty. The patient reported a reaction to the pad described as "blisters, soreness and redness lasting sveral days, like a burn." The area effected encompassed the entirety of the pad. No treatment was sought by the patient. Pt is allergic to some adhesives and would like more information on the adhesive in the pad.